Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The device was received missing reservoir tube o-ring, fading serial number label, missing end cap address label, cracked select button keypad overlay and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the connection with the reservoir compartment is broken. The customer stated that the transparent ring is out of order. The product was returned for analysis.